Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via the phone call that the buttons on insulin pump were not scrolling and stuck on the screen and also got unexpected restart alert. The customer¿s blood glucose level unknown. Customer also reported that they were unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.